Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported events include the patient's therapeutic use of anticoagulant and antiplatelet medications and his recent history of bleeding events. In addition, the patient's reported gastrectomy incision infection is clearly not related to the hvad device, procedure or required therapy. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural and pharmacological factors that may have contributed to this event. Per the instrusctions for use (IFU): bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection is a known potential complication of patients after any surgical procedures or in those with open access sites. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from a voluntary medwatch that a patient developed heart failure, decompensation and gastro-intestinal (gi) bleeding in the setting of a supratherapeutic international normalized ratio (inr). At the time of this event, the patient had been prescribed coumadin. The patient was treated with the transfusion of eight units of packed cells. The patient also required an urgent partial gastrectomy on (B)(6) 2016 which appears to have resolved the bleeding. Post-operatively the patient developed an infection of the distal portion of his gastrectomy incision. Cultures of the site revealed vancomycin-resistant enterococcus. This was treated with surgical incision and drainage (I&d) of the incision and intravenous (IV) vancomycin. The site further reported that the patient had been made aware that the proximity of his gastrectomy incision to his driveline exit site would be concerning for eventual tracking of the infection to the hvad device.  No further information was provided.